Event description:
Factory analysis of a returned sensor pcb board revealed a component failure due to poor soldering. The poor soldering compromised the power supply voltage sentry, which could result in an occurrence of a false vent inop power failure during normal ventilation operation. During a vent inop condition, the ventilator enters a safe state, where the safety valve is opened and new alarm condition detection is discontinued. The vent inop indicator signals the operator that the ventilator is not capable of supporting ventilation and requires service. If the ventilator is attached to a patient when this condition is detected, the ventilator must be replaced immediately.